Event description:
This is an adverse event reported as part of the b-500 (B)(6) patient registry. Patient had a long segment (7 cm) barrett's esophagus with high-grade dysplasia. Circumferential ablation was performed without acute adverse event. A mild stricture was noted two months after ablation. This was dilated successfully in one session with alleviation of symptoms. Upon the next endoscopy, the stricture had resolved completely. The physician indicated that the severity was mild, relationship to device definite, and there was no device malfunction.